Manufacturer narrative:
Insufficient information is available to determine the resolution of the event. Multiple good faith efforts (gfe) were performed for further details regarding the event; however, no response was provided. No further details could be obtained regarding the event, and it could not be determined if the customer's issue was resolved or if the device had been repaired. No parts were returned for failure investigation. In the event that parts are returned or if new information is provided, the complaint will be reopened to update the investigation.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator was not working on ac (alternating current) power. There was no patient involvement when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer's v60 ventilator was not working on ac (alternating current) power and was only running on battery power. During troubleshooting, the rse provided the customer with the following instructions - verify ac outlet for proper voltage, verify that power cord is functional, verify power supply (24 volt): with ac power disconnected, remove j1 from power management (pm) board, reconnect ac power, verify that 24v was present between the orange and brown wires on the power supply harness connector, if 24v is present, replace the pm board, if 24v is not present, go to next step. The rse also provide additional instructions as follows, verify that ac power was present by disconnect ac power, and remove electromagnetic interference (emi) shroud; reconnect ac power; verify that ac voltage is present between the blue and brown wires coming from the ac inlet; if ac power was present, replace the power supply; if ac power is not present, replace the ac inlet. Investigation is ongoing.